Event description:
It was reported that the right ventricular (rv) lead was repositioned due to a product performance anomaly. The health care professional (hcp) inquired whether right ventricular arterial coupling (rvac) should be turned on. Technical services (ts) noted that the lead appears to be testing fine and would be fine with rvac enabled. This rv lead remains in service and will not be returned. No additional adverse patient effects were reported. Additional information indicates that the lead was repositioned due to dislodgement and is now functioning properly. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead was repositioned due to a product performance anomaly. The health care professional (hcp) inquired whether right ventricular arterial coupling (rvac) should be turned on. Technical services (ts) noted that the lead appears to be testing fine and would be fine with rvac enabled. This rv lead remains in service and will not be returned. No additional adverse patient effects were reported.